Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. Reportedly, the occlusion alarms were resolved by clearing the alarm and resuming insulin delivery. As the occlusions occurred in the past, tandem technical support was unable to perform troubleshooting to determine a possible cause of the occlusions. There was no impact to the customer's blood glucose level.